Manufacturer narrative:
The technician replaced the foot articulation pilot operated check valve, and the valve cartridge, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the foot section is drifting downward.